Event description:
As reported: "the locking drill was broken during use for inserting the locking screw. The drill tip was left in the patient's body."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the locking drill was broken during use for inserting the locking screw. The drill tip was left in the patient's body.".

Manufacturer narrative:
Correction: please refer to section d4 lot#. The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned part was confirmed based on the catalog # and the lot # marked. Visual inspection: the tip of the drill bit has broken off. The edges are sharp, indicating that a great deal of force was applied. Furthermore, round grinding marks are visible in the area of the broken tip. The root cause of the breakage could have been severe mechanical overloading of the drill by the user. This is indicated by the sharp-edged tear marks on the drill. In the case of manufacturing-related deviations, these would have been noticed at the beginning. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.